Event description:
Procedure type: colectomy. According to the reporter: after firing, when the device was opened to confirm the anastomosed part, staples fell from staple line and the anastomosed part opened. Most staples were not formed. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).